Manufacturer narrative:
The device referenced in this report has been returned for evaluation. The investigation is ongoing. Physical evaluation of the suspect device: it was confirmed that the rear end of the distal cover was cracked and that it was not sufficiently fixed to the scope and could easily come off. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope with a single use distal cover, while washing the scope, it was noticed that the distal cover was missing. The scope was used again to recover the distal cover. The distal cover was located near the entrance to the duodenum and fell out of the body when the scope was pulled out. There were no adverse effects to the patient as a result of this occurrence. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Event description:
The following additional information was received from the customer: the distal cover was observed to be broken at the rear end. No anti-fog agents were used during the procedure. Although additional information regarding the reported event was requested, all further details are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although no anti-fog agent was applied during the pre-use inspection, the components of the anti-fog agent dissolved by mucus adhered to the cover. As a result, the cover cracked due to a chemical attack, and the cover fell off due to insufficient fixation. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes information added to b5 and g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. Visual confirmation of the subject device, confirmed that the rear end of the returned distal cover was cracked. Therefore, the fixation with the subject device and endoscope was insufficient. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the (B)(4) plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the visual confirmation result of the actual product, reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the cause could not be clearly identified. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -although no anti-fog agent was applied during the pre-use inspection, the components of the anti-fog agent dissolved by mucus adhered to the cover. As a result, the cover cracked due to a chemical attack, and the cover fell off due to insufficient fixation.